Event description:
During an esophagogastroduodenoscopy (egd) with esophageal dilation, the physician used a cook endoscopy hercules 3 stage esophageal balloon. During dilation the physician observed the balloon was slightly holding pressure, but had an unusual appearance. When the balloon was removed from the pt, the user tested the balloon and observed a pinhole. The physician felt the dilation was sufficient and the procedure was concluded. No harm to the pt occurred. A section of the device did not remain inside the pt's body. The pt did not require any additional medical procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: our laboratory eval of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of a small hole. The hole is located near the distal end of the dilation balloon. No section of the balloon material is missing from the device. When the balloon is inflated with water, a small and steady stream of water exits the balloon material at the location of the small hole. The balloon will not hold a steady pressure and exhibits a slow loss of pressure. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon material pinhole is inadequate lubrication of the balloon with a lubricating agent. The reporter was unable to specify if the balloon was lubricated prior to advancement through the accessory channel of the endoscope. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel this activity will aid in endoscopic advancement and balloon preservation. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material pinhole can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: the appropriate personnel have been informed of this type of report in an effort to heighten awareness. This was brought to the attention of the quality review board (qrb). The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. Customer quality assurance will continue to monitor for complaint trends.